Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ("stillbirth") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a (B)(6) year-old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy with contraceptive device in 2012, pregnancy with contraceptive device ((B)(6) 2013 and (B)(6) 2015), miscarriage in 2013, termination of pregnancy - elective in december 2015, multi gravida and parity 3. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced stillbirth (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure was removed on (B)(6) 2017. At the time of the report, the stillbirth and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered pregnancy with contraceptive device and stillbirth to be related to essure. The reporter commented: patient experience another three pregnancy episode in (B)(6) 2012, (B)(6) 2013 and (B)(6) 2015 which captured under 2018-086707, 2019-062166, 2019-062174. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2017: positive. Amendment: the report was amended on 29-mar-2019 for the following reason: significant correction done-still birth changed from other event to incident. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.